Manufacturer narrative:
No lens received in the lens box.

Event description:
The reporter stated that the surgeon was inserting a aspheric three piece collamer lens model cq2015a and the lens tore. The surgeon removed the lens without enlarging the incision and replaced with another same model lens. No patient injury.